Event description:
Reflex 5mm trocar was being using during a laparoscopic cholecystectomy. During insertion, one of the trocar tips broke off. The physician was able to retrieve the broken tip. There was no patient harm.======================manufacturer response for surgical trocar, reflex str 5mm (per site reporter).======================manufacturer to send bio-kit for product return and evaluation. Will send follow up letter after evaluation. Product returned to manufacturer. No report as of yet. Sending a replacement product.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.